Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance levels, and high short interval counts (sic). A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.